Event description:
The custoemr reported that during a laparoscopic nephrectomy, a piece disengaged from the jaws upon cleaning the device with wet gauze. Another device was opened to continue the procedure. There was no patient harm. Nothing fell into the patient¿s cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 01/05/2015. Date of follow-up report : 02/12/2015. One used lf1537 was received for evaluation and visual inspection found a 2mm piece of foreign material returned in a plastic bag. The customer reported that a part was found disengaged and came off the jaws upon cleaning the device with wet gauze. The investigation of the returned device did not identify anything that would have contributed to the reported event. The customer returned the foreign matter in question for evaluation. The investigation found the jaws of the instrument intact. The device was disassembled and there were no pieces broken or missing from the instrument. Nothing was missing from the instrument. Analysis of the piece found that the material is not from this device. The colorant is different than what is used with this product. Pmv investigator cannot determine where the particulate originated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.